Manufacturer narrative:
Device evaluated by manufacturer: promus elite ous mr 16 x 2.75mm stent delivery system (sds) was returned for analysis and the following attributes were examined: stent profile: a visual examination of the stent found stent damage from the 5th proximal stent strut row to the distal end of the stent, with stent struts lifted, squashed and misaligned. The undamaged crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement specifications. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip showed no signs of damage. Hypotube profile: a visual and tactile examination of the hypotube found no issues. Shaft polymer extrusion profile: a visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable on device analysis completed on 27oct2021. It was reported that the device could not cross the lesion. The 90% stenosed target lesion was located in a moderately calcified left circumflex artery. A 16 x 2.75 promus elite stent balloon expandable could not cross the lesion due to the angulated bends of the anatomy. Another short nc balloon was advanced and dilated the vessel at high pressure and the procedure was completed with stenting. No patient complications were reported. However, device analysis revealed stent damage.